Event description:
The patient was still experiencing issues charging and seeing system problem. On (B)(6) 2019, the patient reported that the cause of the stimulator not working was because it was worn. The patient got a new one. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97755, serial# (B)(4). Product type: recharger; product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the controller not staying on was that a new cord was needed. The patient reported that the issue of the controller not staying on was resolved. The patient reported that the cord was defective. Additional information was received from the patient on 2019-02-18. The patient reported that the therapy had not been relieving her pain. The patient thought it was because of her recharger not working for a while. The patient didn't know if it was her imagination or if it was because of the bad recharger. The patient reported that her pain was terrible. The patient reported that it worked sometimes off and on. The patient reported that it would work now and then, she could feel it sometimes. The patient reported that she didn't know when it completely quit. No further complications were reported.

Manufacturer narrative:
Additional concomitant medical products: product ID: 97745, serial# unknown, product type: programmer; date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having trouble with their controller. The controller wouldn't stay on and since the controller wouldn't stay on it caused the ins to stop working. They noted that the whole controller would power off. Additional information from a consumer was received. They stated, ¿the paddle wasn¿t working¿. They noted when trying to recharge ins, the controller screen showed ¿no device found¿. Patient services (pss) asked them to try it while on the phone, they saw ¿looking for device screen¿ for a couple of seconds before connecting and starting a recharging session. It was noted the controller was at 70% and the ins was at 80%. They noted being able to charge for a couple of seconds then seeing the ¿poor recharge quality¿. They mentioned the recharging antenna had ¿wear and tear¿ and ¿was bent in a couple of spots¿, they repositioned antenna and took battery back out. It was stated no device found and poor recharge quality on controller screen. Troubleshooting included position recharger over the ins and pressed try again, reset controller by taking out battery and putting it back in. They indicated controller found ins and charged quality excellent. They mentioned seeing charge quality excellent and then losing connection without moving the paddle. A replacement recharger would be sent. It was noted recharger antenna was worn and it intermittently worked. No further complications and no symptoms were reported.